Event description:
Nurse programmed an intermitent kcl 1.1 meq or 2.8ml. Pump was programed at 2.8ml/hr. Med ran in over 20 min. Total volume delivered (tvd) =0.76ml. Biomed was called to look at pump. Hr/ bp electrolytes (potassium) remain at baseline stable ====================== health professional's impression======================could possibly be an error for wrong size syringe- unknown for certain if programmed for a 1ml syringe or a 3ml syringe.====================== manufacturer response for syringe pump, syringe pump======================smiths medical beleives that we need to change our 3 cc luer lock from bd to terumo.